Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the reportable malfunction was confirmed, the able unit is distorted the image is not clear. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the camera head had a blurry image issue, independent of condensation, light reflection and focus function. The subject could be recognized. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the camera head had a blurry image issue. The issue occurred during preparation for use. There were no reports of patient harm.